Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A1102: applicable to "localizer not connected" a0709: applicable to camera having a green and amber light, but there was no laser when handle was activated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the "localizer was not connected" in the application, but the camera led was green with no amber or red light. The case was about to need navigation, so the local representative (cc) went to grab another system and ended the call. Additional information was received. Another local representative (cc) called to report that the system still displayed localizer not connected. The cc noted that the camera had a green and amber light, but no laser when handle was activated. The cc checked the nditoolbox, but camera did not appear. The cc checked the poe (power over ethernet) light, and it was green. The cc was unable to perform additional troubleshooting. Technical services (ts)) recommended bypassing the camera chain with a spare ethernet cable. It is unknown if there was a delay, and if there was any impact to patient outcome.

Event description:
Additional information was received. It was further added that the surgery was a tumor resection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735836, serial/lot #: unknown. H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h2) please see section a1-4, b5, and the additional codes section for further information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Further troubleshooting was performed, replacing the ethernet cable did not resolve the issue. The field representative (rep) checked self-test in administration and re-seated cables. The application then functioned as intended. All internal network statuses had green connection in self-test. Additional information was received. The surgery and navigation were not aborted. No known impact to patient outcome. The surgery being performed was a craniotomy, the issue occurred pre-operatively, there was no surgical delay, and the site was setting up the system when the issue occurred.